Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1,386mg/dl. The customer stated that the paramedics could not detect her pulse, and the high glucose may have caused a mild heart attack. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.